Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06103. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 to treat stress urinary incontinence, vaginal prolapse, cystocele, and rectocele and mesh was implanted. The patient experienced multiple complications, including erosion, extrusion, formation of scar tissue, dyspareunia, urinary difficulties, additional surgeries and neurologic compromise to her structures and tissues. She underwent mesh excision on (B)(6) 2006 and mesh removal on (B)(6) 2010. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, urinary problems and dyspareunia. The patient underwent mesh revision on (B)(6) 2006 and mesh removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.